Event description:
Pre-term newborn required IV access. When placing the IV on infant, the needle broke through the catheter. When removed from the skin, the needle was poking through the catheter with the catheter bent.